Event description:
According to the reporter, the device crumbled during preparation for insertion through trocar, the patch broke and made a crumbling sound making it impossible to insert it through a trocar. There was no patient involved in the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the sample noted that one of the foils pouches was received from the account opened without the tyvek pouch. The patch was broken and degraded. The five sealed samples were opened and inspected; no abnormalities were noted. The foil pouches were inspected with light assisted microscopy with no abnormalities noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures and a review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.